Manufacturer narrative:
Product evaluation found lens returned in a micro centrifuge vial with some moisture on lens. Visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
PMA 510(k): the product is manufactured in the us, but not marketed in the us. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.0/112 diopter, in the patient's right eye (od) on (B)(6) 2017. Due to the ciliary body cysts at 9 o'clock, the patient's vault was too high. The lens was exchanged for a 13.2mm vicmo 13.2 implantable collamer lens of -10.5 diopter on (B)(6) 2017. After replacement of icl to vertical position the problem was resolved and the patient's post-op uncorrected visual acuity was at 20/20.